Event description:
A small piece of duracon tibial insert trial was broken off of two separate trials during a total knee revision. One piece was removed by suction, the other piece was not recovered and second piece's location unknown and not visualized in wound.